Event description:
Silicone-filled breast implant was defective, taken to pathology for gross exam then return to management to return to manufacturer. Per md op report: "small spot noted on new implant just put in patient....was a defect in relatively consistent texture of implant ...no gel leak noted".